Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 20mm maverick 2 balloon catheter was advanced for dilation but the balloon was kinked due to angulation when crossing the lesion. Furthermore, during second inflation at 12 atmospheres for 21-22 seconds, the balloon ruptured due to resistance and calcification. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. At 1cm from the strain relief the hypotube was kinked. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded and had a longitudinal tear at the proximal waist cone transition of the balloon for a length of 7mm. Product analysis confirmed the reported events as the device was kinked and had a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 20mm maverick 2 balloon catheter was advanced for dilation but the balloon was kinked due to angulation when crossing the lesion. However, during second inflation at 12 atmospheres for 21-22 seconds duration time and due to resistance and calcification, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.